Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003279) on 18-mar-2020. The most recent information was received on 31-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('periods that last 10 to 11 days with brownish discharge') and device breakage ('left spirng in the shape of a y, i.e., it is broken') in an adult female patient who had essure (batch no. 626602) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), depression ("depression"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), tinnitus ("tinnitus"), disturbance in attention ("difficulty concentrating"), irritability ("irritability at the maximum stage"), middle insomnia ("night awakenings"), poor quality sleep ("non restorative sleep"), dark circles under eyes ("dark circles under the eyes"), rosacea ("facial skin with signs of rosacea on the cheeks"), loss of personal independence in daily activities ("fingers that can n longer hold an object"), epicondylitis ("epicondylitis"), neck pain ("neck pain"), myalgia ("fiibromyalgia-type pain"), breast pain ("breast pain, sore breast"), breast mass ("sore breast with lumps") and gastrointestinal pain ("pain in the intestitnes"). The patient was treated with and surgery (conservative vaginal hysterectomy with bilateral salpingectomy). Essure was removed on 15-oct-2019. At the time of the report, the menorrhagia, headache, fatigue, depression, adenomyosis, endometriosis, tinnitus, disturbance in attention, irritability, middle insomnia, poor quality sleep, dark circles under eyes, rosacea, loss of personal independence in daily activities, epicondylitis, neck pain, myalgia, breast pain, breast mass and gastrointestinal pain outcome was unknown and the device breakage had resolved. The reporter considered adenomyosis, breast mass, breast pain, dark circles under eyes, depression, device breakage, disturbance in attention, endometriosis, epicondylitis, fatigue, gastrointestinal pain, headache, irritability, loss of personal independence in daily activities, menorrhagia, middle insomnia, myalgia, neck pain, poor quality sleep, rosacea and tinnitus to be related to essure. The reporter commented: right essure in place - left essure very external - conservative vaginal hysterectomy with bilateral salpingectomy (including the essures in their entirety) diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: adenomyosis and endometriosis. X-ray - on an unknown date: left spring is in the shape of a y, i.e,. It is broken. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('periods that last 10 to 11 days with brownish discharge') and device breakage ('left spring in the shape of a y, i.e., it is broken') in an adult female patient who had essure (batch no. 626602) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), depression ("depression"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), tinnitus ("tinnitus"), disturbance in attention ("difficulty concentrating"), irritability ("irritability at the maximum stage"), middle insomnia ("night awakenings"), poor quality sleep ("non restorative sleep"), dark circles under eyes ("dark circles under the eyes"), rosacea ("facial skin with signs of rosacea on the cheeks"), loss of personal independence in daily activities ("fingers that can no longer hold an object"), epicondylitis ("epicondylitis"), neck pain ("neck pain"), myalgia ("fibromyalgia-type pain"), breast pain ("breast pain, sore breast"), breast mass ("sore breast with lumps") and gastrointestinal pain ("pain in the intestines"). The patient was treated with and surgery (conservative vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, headache, fatigue, depression, adenomyosis, endometriosis, tinnitus, disturbance in attention, irritability, middle insomnia, poor quality sleep, dark circles under eyes, rosacea, loss of personal independence in daily activities, epicondylitis, neck pain, myalgia, breast pain, breast mass and gastrointestinal pain outcome was unknown and the device breakage had resolved. The reporter considered adenomyosis, breast mass, breast pain, dark circles under eyes, depression, device breakage, disturbance in attention, endometriosis, epicondylitis, fatigue, gastrointestinal pain, headache, irritability, loss of personal independence in daily activities, menorrhagia, middle insomnia, myalgia, neck pain, poor quality sleep, rosacea and tinnitus to be related to essure. The reporter commented: right essure in place - left essure very external - conservative vaginal hysterectomy with bilateral salpingectomy (including the essures in their entirety) diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: adenomyosis and endometriosis. X-ray - on an unknown date: left spring is in the shape of a y, i.e,. It is broken. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.